Event description:
During a pacemaker generator/component exchange procedure utilizing the pulsar system, a nurse was holding the retractor for the surgeon and as the surgeon was de-bulking scar tissue the plasmablade was accidently activated while in contact with nurse¿s hand, resulting in a burn. The nurse scrubbed out to check her hand and the glove and found there was no hole in the glove, but you could see a visible red mark through the glove and once removed, a small blister less than 1cm on her left pinky finger. No treatment was necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event # (B)(4). Eval code method: generator still in use and facility not returning for investigation. Eval code results: generator still in use and facility not returning for investigation. (B)(4).